Manufacturer narrative:
Results: the returned cat8 was kinked at approximately 55.0 cm from the hub. The device was ovalized at approximately 64.0 cm, 73.0 cm, 74.0 cm and 79.0 cm from the hub. Conclusions: evaluation of the returned cat8 confirmed a kink at its mid shaft. If the device was forcefully retracted at extreme angles from its packaging or otherwise mishandled, damage such as a kink may occur. Further investigation revealed that returned cat8 had ovalizations on its distal shaft. These damages were likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, it was reported that an indigo system aspiration catheter 8 (cat8) was found to be kinked mid-shaft after removal from the packaging, while passing the cat8 to the table. The damage to the cat8 was found prior to use and therefore was not used in the procedure. The procedure was completed using another cat8.